Event description:
Procedure type: tep. According to the reporter: when fixed the device at the abdomen wall, the lever disengaged and fell outside of pt's cavity. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.